Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 400 mg/dl. The mother didn't feel the need to troubleshoot at the time of the call. The mother felt that she should have given the customer a manual injection prior to the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.